Event description:
Discordant, falsely low sodium (na) and potassium (k) results were obtained on two patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s), who questioned them. The samples were redrawn from both patients and were tested on the same instrument, resulting higher than the initial results. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na and k results.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site and evaluated the instrument. The cse discovered that the instrument was failing system checks due to high standard deviation values for multiple modules. The cse installed new tubing and probes on each probe assembly. The cse checked the probe alignments and primed the pump. The cse also replaced the integrated multi-sensor technology (imt) pump tubing and the sensor. The cse performed a system check and ran quality controls, which were acceptable. The cause of the discordant, falsely low na and k results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.